Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was difficult to place due to small and tortuous anatomy. The lead was eventually placed but dislodged when the sheath was removed. The lead was explanted and the attempted placement of a left ventricular (lv) lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.